Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax fiber naso pharyngo laryngoscope fnl-10rp3. In the event reported the user stated that they are sending the scope for evaluation. There is no adverse event reported with this complaint. Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. Since issuing of the RMA on 01jun2021 the device is not yet returned. No additional information was provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.